Event description:
The pump was returned for investigation. Investigation revealed moisture ingress in the battery compartment and pink text on the display screen. This report is made based on results of investigation completed on 12/24/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the black box revealed a sudden battery voltage drop which triggered battery warnings and alarms. The current draws on the pump were within specifications. There was evidence of moisture ingress located in the battery compartment alone; there was no internal moisture observed. The pump was booted and the display screen text had a pinkish contrast. (B)(4).